Event description:
Meter kept giving the not ok message after a blood test. This issue was not resolved with troubleshooting. Medical affairs specialist tried calling the pt for more info and left a message for the pt in 02/04. Per the initial info provided by the pt, pt was taken to the hosp. No further info regarding the hosp visit was provided.